Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a left transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia (s3ur), resistance was experienced while advancing the delivery system into the 16f esheath+. The vessel had been pre-dilated with an 18f edwards dilator and there had been no difficulty inserting the esheath+ into the patient. Resistance was met once the commander delivery system was in the blue fully expandable shaft portion of the esheath+. Repositioning techniques were attempted but the valve could not be advanced. When visualized under fluoro, it appeared part of s3ur valve frame was getting stuck in sidewall of esheath+. The system was withdrawn as a single unit and no difficulties were experienced with removal. After withdrawal, it was noted that the s3ur was protruding through the expansion seam. A non-edwards sheath and a new system were prepared. A new 29 s3ur was then implanted without further issue. No harm caused to the patient and the patient was doing well.

Manufacturer narrative:
A supplemental MDR is being submitted for engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for resistance and liner puncture were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests procedural factors (insertion angle) likely contributed to the resistance as the reported perceived root cause of the event was the "angle of sheath and position of surgeon performing insertion." A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Available information suggests procedural factors (insertion angle and device manipulation) likely contributed to the liner puncture, as the reported perceived root cause of the event was that the "angle of sheath and position of surgeon performing insertion," and it was also noted that "repositioning techniques were attempted but the valve could not be advanced. When visualized under fluoro, it appeared part of s3ur valve frame was getting stuck in sidewall of esheath+." Damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.